Event description:
It was reported that there was high impedance, increased thrsholds and a lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was high impedance, increased thresholds and a lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-45, crdm non-defib lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion of the lead was received measuring 6.5 cm. Analysis was performed and no anomalies were found.